Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a non-union occur. The locking compression plate was released from the bone. Procedure was performed on (B)(6) 2014 to remove a plate, and eight screws. A new plate was used; surgery was completed successfully with no reported delay and no harm to the patient. This report is for eight unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 8 unknown screws. The following parts and lot numbers were provided, but it is not clear which or how many screws were loose: 204.822 - 8053117, 212.108 - 7969942 212.107 - 8112713, 212.108 - 8259512 x 2, 212.105 - 8034116, 212.107 - 8265884, 212.107 - 7969946, without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.